Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 31 mmol/l; cause was not known. Customer administered a manual injection to address bg level. A system check was performed, and no issues were identified with the pump, cartridge, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.